Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-475-16. Mdrs related to this event: 2029214-2018-00120, 2029214-2018-00121, 2029214-2018-00122 .

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing flow diversion treatment of an unruptured, amorphous aneurysm in the left internal carotid artery (ica). The aneurysm had a max. Diameter of 13.4mm and neck diameter of 3mm. The landing zone artery size was 4.73mm distal and 4.72mm proximal. Vessel tortuosity was described as moderate. A continuous heparinized saline flush was used during the procedure. A pipeline flex with shield was attempted to be placed. It was reported that at deployment, the distal end of the pipeline flex with shield braid would not open. Multiple attempts were made to open the distal end including resheathing/re-deploying, pushing the wire forward, pushing the system in. It was reported that the middle section was able to open, but the distal end did not respond. The device was removed from the patient. Afterward, the procedure was completed by aneurysm coiling. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the third pipeline flex with shield was returned for evaluation with a catheter. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire appeared to be bent near the proximal end. The pipeline flex with shield braid was found fully open with moderate fraying on the distal end. Based on the analysis findings, the report of pipeline flex with shield failure to open could not be confirmed ¿ the returned pipeline flex with shield braid was found fully open. It is possible that the patient¿s moderate vessel tortuosity contributed to the reported issues. Additionally, from the damage observed on the returned products, it appears that excessive force was used. It is likely the damage observed during analysis occurred when the pipeline flex devices were advanced/retrieved against resistance. Our instructions for use (IFU) provides the following guidance: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.